Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other five proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that a bilateral arteriotomy closure of the left common femoral artery and the right common femoral artery were attempted using proglide devices after an unspecified procedure. Reportedly, an unspecified device failure occurred with six proglide devices. The method of achieving hemostasis in the left and right common femoral arteries at the end of the procedure was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The name of the physician was not reported; therefore, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.